Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stating two of the screws are missing that attach seat to pivot causing the seat to wobble. No injury was reported.